Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving hydromorphone, 0.5 mg/ml concentration and bupivacaine, 10 mg/ml concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that an alarm occurred. The patient's previous managing hcp had told her that the pump was "blocked" and that they couldn't access the pump therefore they had to stop the pump. After interrogating the logs it said the pump had been stopped for 1092 hrs. The pump had never really helped the patient therefore they were wanting to permanently shut off the pump and plan for an explant. He did not know any additional information from here. Caller put the patient's new pain management hcp on the line to discuss the pump off procedure. Caller gave verbal consent to permanently shut off the pump. Stopped pump may exceed tube set occurred. They will be planning on the explant of the pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the rep did not have further information on what the patient meant by "pump was blocked". The weight was not recorded. The plan of her current hcp was to explant the pump. The rep did not have any further information. No further complications were reported.